Manufacturer narrative:
Date send to the FDA: 01/11/2017. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy procedure on an unknown date and suture was used. Post operatively, the patient experienced significant vaginal bleeding. The surgeon opines the bleeding is occurring around the vaginal cuff suture line. Additional information will be requested.